Event description:
Note: date of event is unk. It was reported to boston scientific corp that a polaris ultra ureteral stent was to be used during a stenting procedure. According to the complainant, during unpacking, the distal part of the stent (pigtail) was found to have a tear when removed from the package. The pigtail was not detached. The procedure was completed with another polaris ultra ureteral stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.